Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. The successful release of the instrument with the instrument release key (irk) was said not to have caused harm to the patient. The system logs showed that a grip release tool was detected on universal surgical manipulator (usm) 1 for the fenestrated bipolar forceps instrument.

Event description:
It was reported that during a da vinci-assisted procedure, there was uncontrolled bleeding due to an unknown cause that required an emergency undocking. However, the fenestrated bipolar forceps housed on universal surgical manipulator (usm) 1 was holding bowel and the surgeon could not open the jaws, requiring the use of the instrument release key (irk). The irk was used to release the instrument without harm to the patient; no tissue was excised due to this event, nor did this cause any bleeding or procedural delay. It is unknown how the procedure was completed.

Manufacturer narrative:
Updated fields: h2, annex e and f, h11. The surgeon said the cause of the bleeding is unknown. The patient lost over one liter of blood; the exact amount is unknown. The surgeon converted the procedure to laparotomy and tied off the supplied blood vessels to control the bleeding. The specimen was removed while open via laparotomy. It is unknown if any blood transfusions were performed due to this event.

Event description:
Refer to h11 for follow-up information.